Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 2,360 joules and 30 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 2,360 joules and 30 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the tip of the glass and metal caps were detached; therefore, the reported event is confirmed. The fiber was functionally tested with helium-neon (he-ne) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified glass and metal cap detachment.